Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp) leading to a revision surgery. It was reported that the device was being used for intercourse at the time the product performance issue was identified. The tube connecting one of the cylinders to the pump was broken. All components of the existing ipp were explanted and replaced with a new ipp. No additional patient complications were reported.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp) leading to a revision surgery. It was reported that the device was being used for intercourse at the time the product performance issue was identified. All components of the existing ipp were explanted and replaced with a new ipp. Upon inspection of the explanted device, it was identified that the tube connecting one of the cylinders to the pump was broken. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of product performance issues. The observed kink resistant tube (krt) damage was determined the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The pump, both cylinders and the reservoir were returned. The cylinders were visually and microscopically inspected, and leak tested. One cylinder presented a wear in the input tube sleeve, a fluid leak was observed in its krt. The other cylinder presented no damage. Inspection of the remainder of the device, apart from the observed krt damage, revealed no other irregularity that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.